Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a stent shaft broken. Correction to block d4: model number update to block g1 for manufacturer contact person block h10: the returned polaris ureteral stent was analyzed, and a visual and media evaluation noted that the shaft was detached. During magnification, it was observed closely that the shaft was detached, and the suture loaded in the loops. No other problems with the device were noted. The reported event of stent shaft detached was confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Consequently, affect the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was attempted to be used during a lithotripsy via ureteroscope procedure for the treatment of stones in the right kidney performed on (B)(6) 2023. During unpacking, the stent was found fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was attempted to be used during a lithotripsy via ureteroscope procedure for the treatment of stones in the right kidney performed on (B)(6), 2023. During unpacking, the stent was found fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a stent shaft broken.